Event description:
Reporter indicated patient underwent revision surgery due to high lead impedance on a system diagnostics test, which suggests a possible lead malfunction. The surgeon planned on only replacing the generator. During the surgery they discovered that they did not have a generator that was compatible with the existing leads. A pin re-insertion was performed. Another system diagnostics test was performed, and it resulted in ok lead impedance. The incisions were closed. A final system diagnostics test was performed that resulted in high lead impedance. The physician did not re-open the patient at this time. The patient underwent another revision surgery several months later in which the generator and lead were replaced. The high lead impedance resolved with the replacement of the vns therapy system. No serious injury was reported. The explanted lead and generator were returned to manufacturer for evaluation. Product analysis was completed on the lead portion returned. No anomalies were noted on the analyzed lead portion. The electrode array was not returned for analysis. Product analysis on the generator revealed no anomalies.

Manufacturer narrative:
Product analysis identified no anomalies on the returned portion of the lead. Device failure is suspected but did not cause or contribute to a death or serious injury.